Event description:
It was reported that the charger for the ilet system was not charging, and a replacement was initiated; the issue aligned with a charging problem associated with the battery charger component. Customer care provided support that included replacement battery logistics. Investigation of this case revealed a power source problem consistent with a charging malfunction in the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.